Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. D4: batch # t5ee70. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed (anvil release button, knife reverse switch, manual override, jaws forced open, device cut from tissue)? Did the jaws eventually open? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that the device got jammed in a closing position inside the small intestine. Impossibility to unlatch the device. Use of another device to complete the procedure. Procedure: gastro-intestinal